Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the long bipolar grasper broke inside the patient. It was visibly inspected, and all pieces were removed. A kidneys, ureters and bladder x-ray (kub) was ordered for any retained items. The procedure was completed with a delay of greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task was performed at the time of the device fragment falling inside of the patient was dissection. It is unknown what the surgeon believed was the cause of the instrument break, or fragment falling inside of the patient. It is unknown how long the instrument wasn't used prior to the issue. The surgeon noticed that pieces were falling off into the patient during the usage. It is unknown if the instrument collided with any other instruments or other hard material during the surgical procedure. The instrument was removed during the surgical procedure prior to the breakage with the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument: the wrist was straightened. The staff didn't feel any resistance upon removal of the instrument through the cannula and no damage was noted to the cannula after the event occurred. It is unknown if surgical staff noticed any damage to the instrument after the event occurred. The fragment was retrieved using another instrument. All fragments were retrieved, and it was visually confirmed by the surgeon. No additional surgical procedure was required to remove the fragments. No post-surgical tests like an x-ray, or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to foreign objects. The instrument is available for return; however, the fragments were retrieved but not sent back with the return instrument. No images are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.